Event description:
Customer reports that when entering a tpn order into the abacus software, they received an "indetermine" risk assessment relative to the calcium phosphate (cap04) solubility of a tpn order, which, per the software menu, indicates the "no curves could be found for the given amino acid and cysteine combination or the ca/po4 point is out of range for all curves." The software menu further states the following in relation to interpreting the ca/po4 review screen: "warning: it is imperative that the pharmacist understand the framework that this tool provides does not make an absolute judgement concerning the precipitation of calcium and phostate from the solution. Therefore, the judgement of the pharmacist is paramount in the final acceptance of any solution for compounding." In this instance, the user bypassed the ca/po4 risk assessment and the tpn was subsequently infused. Customer reports that precipitate formed in the tpn solution during infusion. The pt (initially hospitalized for sepsis) receiving the tpn solution expereinced a serious injury that resulted in a loss of limb (left arm above elbow). The customer reports that in-line filtration was in place during the infusion of this tpn. The customer is uncertain whether the precipitate was the cause of the loss of limb as the pt was moved to another facility prior to the loss of limb and information regarding the cause was not available. Customer. "Does not feel baxa is resposible but believes they need verification the we have been notified of the issue and a list of what our actions/recommendations are as a result of the situation."